Event description:
It was reported that the patient presented in the emergency room after reviewing the electrogram with the rate around 40 beats per minute. Upon interrogation, the implantable cardioverter defibrillator exhibited intermittent capture. The patient was asymptomatic during this event and the subsequent electrogram did not show the same issue. The patient was released from the hospital in the care of hospice.